Event description:
The hospital experienced a display problem related to a peep pot malfunction. Peep reading off at 0=0 and at 30=40, unable to adjust. There was no pt involvement.

Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device mfg facility. Maquet critical care ab provides product failure investigation, analysis and resolution for the device described in this report.